Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for treatment. However, the stent was unable to insert into the guide catheter and it was noted that the stent struts were lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.